Manufacturer narrative:
Corrected information was provided in h.6. And h.11. On initial MDR submitted the product code should be a150204 instead of a140801. Based on available information following submission of the initial report, this event does not meet criteria for reporting as a malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens not placed due to not properly out of shooter. Additional information has been requested and received stating that there was no patient contact and no consequences for the patient. The surgery completed using the backup iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).